Event description:
Event description cpi received information that this bipolar lead was removed from service. The physician elected to perform an invasive procedure to remove the lead due to 'intermittant capture and a possible micro fracture'. The lead was replaced with a screw-in type lead.